Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: a review of the black box showed an unexplained power on reset event on (B)(6) 2017. The battery compartment was undamaged. The returned battery cap spring and base metal were detached and missing. The battery cap was unable to maintain an electrical connection. The power complaint was duplicated. A test cap fit securely and no further power interruption occurred. A hard call service 069 alarm occurred preventing further investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.